Event description:
It was reported when using the bd microtainer® k2e tube there was clotting / microclots / fibrin clots. The following information was provided by the initial reporter. The customer stated: "we are regularly experiencing clotting in tubes of this batch despite the tubes being filled with enough sample which is naturally affecting out testing."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® k2e tube there was clotting / microclots/ fibrin clots. The following information was provided by the initial reporter. The customer stated: "we are regularly experiencing clotting in tubes of this batch despite the tubes being filled with enough sample which is naturally affecting out testing."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. Fifty (50) retention samples were visually evaluated with acceptable results. Fifteen (15) were tested at the juncos laboratory for k2 edta content. All had acceptable results. Additionally, clinical testing was performed: bd was unable to duplicate or confirm the customer¿s indicated failure mode, clotting because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both complaint lot (retains) and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory evaluation of samples indicated that these tubes performed as expected. The most common cause of clotting is inadequate/improper mixing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode.